Manufacturer narrative:
The device history record and product release decision control sheet of the involved product/lot number combination were reviewed and no anomaly related to the event was found. The device was returned to the manufacturer for analysis. The investigation is currently underway. A supplemental report will be submitted upon completion of product evaluation.

Event description:
It was reported that during treatment of an aneurysm on the left ica, a traxcess soft guidewire was chosen for cannulating the aneurysm. The physician observed some kind of material on the surface when the traxcess guidewire was pulled out of the microcatheter. Physician had the impression that the hydrophilic coating sheered off from the guidewire body. The guidewire was exchanged for another traxcess soft and procedure continued with good result. There was no report of harm or injury to the patient, who was doing well.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: based on the results of the investigation, as one of the possibilities in this case, it was presumed that the actual sample was subjected to withdrawal manipulation while its stainless steel coil section and shaft section surfaces were in contact with a hard object (e.g., edge of the metal inserter that came with the product), resulting in the peeling of the hydrophilic coating and outer layer due to the abrading load applied to the area in question. As for the cellophane, it is not used in the manufacturing process of this product. In addition, a lump of cellophane like that adhered on the actual sample is probable to be detected through the 100% visual inspection. Therefore, it is inferred that it was at some point after the actual sample was opened or afterward until the actual use when the cellophane was attached to the actual sample.